Event description:
Reportedly, a mitral valve was explanted after an implant duration of approximately seven (7) years due to mitral regurgitation and shunt between left ventricle and right atrium. After an unknown period of time, heart failure and pulmonary hypertension appeared. Before explant, the patient showed a rise of bilirubin and the creatine level was 2. The surgeon suspected paravalvular leak. At explant, leaflets of the mitral valve were hardened. The mitral valve was replaced with a 27 mm edwards magna mitral ease valve and there were no adverse effects after replacement. The valve will be returned for evaluation.

Manufacturer narrative:
Customer report of regurgitation could be confirmed by visual observation. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Thickened and swollen tissue restricted mobility and flexibility in the leaflets, which lead to a gap in the coaptation region. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was minimal at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 1mm on the outflow aspect. The x-ray demonstrated no visible calcification, commissure 3 wireform distorted. This damage is most likely due to explant. Method: x-ray. The product evaluation confirmed the customer's report of regurgitation. The contributing factors in the cause of failure for this device were determined to be a combination of thickened and swollen tissue, and host tissue overgrowth. The thickened and swollen tissue is typical of non-calcific degeneration. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Unfortunately, no patient medical history has been provided; therefore, we are unable to conclusively determine root cause for failure of this device.

Manufacturer narrative:
Device not returned. An additional valve, implanted in the aortic position, was explanted at the same time of this event. The reason for explant was provided as aortic regurgitation and "shunt between left ventricle and right atrium." No patient condition or medical history has been provided by the health care provider. The device is being returned for evaluation but has not been received. The device history record (DHR) review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was explanted due to regurgitation. The condition of the device at explant was reported as having "hardened leaflets." This suggests calcification but has not been verified. The product evaluation is pending. When the device has been received and the evaluation has been completed, a supplemental report will be filed with the additional information.

Manufacturer narrative:
New information learned by sales rep indicates this device will not be returned for evaluation. The device was turned over to the hospital pathology department for evaluation. Therefore, no product evaluation is possible. Without return of the device and no reported serial number, we are unable to perform a device history record (DHR) review. If the device is returned, or if the serial number is provided, a supplemental report will be filed with the added information.